Event description:
As reported by the user facility: the patient was receiving tpn and lipids via a PICC line, but the pump was persistently beeping due to a downstream occlusion. The line has been inspected multiple times, revealing no kinks or closed clamps. After restarting the pump, the downstream occlusion alert reappeared. The PICC line was flushed at the tri-set without difficulty. Upon restarting the pump again, the downstream occlusion warning persisted. A flush was performed at a y-site below the tpn filter, which was also successful. However, after restarting the pump once more, the downstream occlusion alert continued. The line was then connected to a new pump, but the downstream occlusion beeping persisted. The charge nurse was informed, and the tpn tubing was replaced.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and no logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.